Event description:
Butterfly iq+ ultrasound probe malfunctioned during emergency patient care. Device was not dropped and was used appropriately. Device purchased in 2022 (approximately 3 years in use). During an ed encounter requiring ultrasound-guided venous access for difficult IV placement, multiple superficial/vascular presets failed to display any image (screen remained blank/no image), while other presets remained functional. On a subsequent day, during evaluation of another ed patient in acute respiratory distress (etiology initially unclear; acute pulmonary edema among differentials), additional presets failed, and the device became unusable for time-sensitive assessment. Troubleshooting steps requested by the manufacturer were performed. Manufacturer stated there is no option for technical diagnosis/repair and advised replacement only (support ticket/request #(B)(4)). Device: butterfly iq+; serial number: (B)(6); host: iphone 13. No confirmed patient injury or death reported; malfunction prevented intended use and could have delayed care. Diagnosis for use: point-of-care ultrasound (pocus) in emergency care. Patient code: 1816, 2020 device code: 1183;3023 referece report: (B)(4).